Manufacturer narrative:
H6: investigation summary: one used sample was returned to our quality team for investigation. Through visual inspection, the stopper was observed be incorrectly assembled, partially detached from the plunger rod. There was no visible damage or defects in the plunger that could have contributed to this defect. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A device history review was performed for lot 2011011, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The assembly machine has a vision system to detect for missing or improperly assembled stoppers. There were no incidents documented related to any failures with the detection system, therefore we cannot identify why the impacted sample was not discarded. Based on our investigation, it was determined this incident occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly, the impacted unit not being properly discarded.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked past the stopper during use. The following information was provided by the initial reporter, translated from french to english: "faulty bd plasitiak syringe at the piston end seal (batch 2011011)."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked past the stopper during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "faulty bd plasitiak syringe at the piston end seal (batch 2011011)"